Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b3, b6, b7, e1, h4.

Event description:
Healthcare professional reported "rupture and capsular contracture baker ii" and "thin skin". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture and capsular contracture baker ii" and "thin skin". This record is for the right side. The device remains implanted.